Event description:
A pt reported they were unable to test on the meter due to a power issue. The meter would power off during use. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given.